Event description:
70 year old admitted 1-2-92 for pancreatitis, severe & overwhelming. Was in critical care on ventilator from 1-5-92. She improved to point of weaning. Was on simu of 6 (1-4-92). Simu up to 16 pc0291. Lungs diminished. Suctioned freg. 0100 pc0280 at 0230 02 sats at 93%. 0400 pac's 0-2 min. 0500 02 sats 96-97%. 0630 rapid pat physician summoned. 0632 progressed to asytole. Patient was a dnr. Phtysician chose not to resuscitate based on dnr order. Saline solution had spilled onto venetilator. Time could not be determined. Ventilator had been checked at 0539 by respiratory therapydevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: foreign material contamination, telemetry failure, incorrect technique/procedure, environmental factors, circuit board. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.